Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lumbar fusion procedure at l3 to l5 using rhbmp-2/acs on (B)(6) 2012. Patient's post-operative period has been marked by severe pain in her lower back. Patient developed an "osteolytic injury" at the implant site. The patient reportedly has severe lower back pain and weakness "as a result of her bone destroying osteolytic injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spinal stenosis l4-l5, mechanical back pain, mobile l4 and l5 anterolisthesis, neurogenic claudication and underwent the following procedure: l4-l5 decompressive laminectomy, l4-l5 transforaminal lumbar inter body fusion, l4-l5 posterolateral instrumentation and fusion . As per the op notes: ¿attention was then turned to perform an interbody fusion at l4 -l5 . Appropriate- sized interbody cage was selected and filled with bmp impregnated sponge and autograft bone. The anterior disc space of l5 was also filled with a mixture of autograft bone, allograft bone, and a bmp-impregnated collagen sponges for the purpose of ensuring interbody fusion at l4-l5 . The cage was then impacted into l4-l5 interspace using fluoroscopic guidance. Hemostasis was obtained. Appropriate- sized rods were selected, implanted, and secured from 14 to 15. Hemostasis was obtained .¿ the patient tolerated the procedure well without any intraoperative complications.